Event description:
During a review of the data, it was revealed that it is not believed that the generator spontaneously changed parameters. Instead, many communication issues were noted. From the programmer¿s perspective, many of these events failed, and hence the programmer did not record these operations. However, on the generator side, some of the programming operations actually succeeded, resulting in the changed parameters seen on the next interrogation. Ultimately, the generator settings were changed due to intentional programming, but this did not appear evident on the programmer end and thus also not in the database.

Event description:
It was reported that a patient with a model 102 generator was having issues. It was explained as the patient was programmed to normal 1.25ma and magnet 1.5ma without any issues, but they were unable to run diagnostics after several attempts. Then on its own, the settings increased to but the patient did not tolerate these settings and they were not able to run interrogation on the device to turn it off. A generator reset was performed and they were able to program the patient back to intended settings and diagnostics were ran on another tablet. No additional or relevant information has been received to date.